Event description:
It was reported that the tip of the driver broke off during a case. The tip was retrieved.

Manufacturer narrative:
Visual inspection confirms that the distal tip of driver has sheared off, along with a portion of the distal shaft. The failure is likely due to input torque exceeding the strength of the tip. Review of device history records showed no manufacturing or processing related irregularities. Labeling review:WARNINGS/CAUTIONS/PRECAUTIONS: Risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. POSSIBLE ADVERSE EFFECTS: Initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.